Event description:
It was reported that on (B)(6) 2022, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. While the sheath was being exchanged for the delivery system, a st elevation myocardial infarction (stemi) was detected. A coronary angiogram was performed, and the patients act was determined to be 326. Heparin was administered and the procedure was continued. After the user correctly deployed the device in the correct position, the occluder did not turn the correct way. It was reported that the patient had a difficult anatomy due to a chicken wing left atrial appendage. The device was not released from the delivery cable while it was inside the patient. Then a second 25mm occluder (8533338) was implanted. There was no clinically significant delay. No patient consequences were reported. The next morning on (B)(6) 2022, the patient exhibited symptoms of a stroke, left sided paralysis and seizures. The patient was then transferred the neurology department on (B)(6) 2022.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. While the sheath was being exchanged for the delivery system, a st elevation myocardial infarction (stemi) was detected. A coronary angiogram was performed, and the patients act was determined to be 326. Heparin was administered and the procedure was continued. After the user correctly deployed the device in the correct position, the occluder did not turn the correct way. It was reported that the patient had a difficult anatomy due to a chicken wing left atrial appendage. The device was not released from the delivery cable while it was inside the patient. Then a second 25mm occluder (8533338) was implanted. There was no clinically significant delay. No patient consequences were reported. The next morning on (B)(6) 2022, the patient exhibited symptoms of a stroke, left sided paralysis and seizures. The patient was then transferred the neurology department on (B)(6) 2022. Subsequent to the initially filed report, the following information was received that the device could not be unscrewed from the delivery system. After the delivery system was inserted into the patient, the stemi occurred. No intervention was provided to treat the stroke symptoms and seizure.

Manufacturer narrative:
An event of device could not be detached from the delivery system was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. H6 health effect - clinical code: code 1969 and 4406 removed h6 health effect - impact code: code 1607 and 4641 removed. H6 medical device problem code: code 2993 removed.